Manufacturer narrative:
The physician reported that there were no issues with the ion system. No products are returning for investigation. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent an ion procedure for biopsy of a lul and a lll lesion. Following the biopsy, the ion system was undocked, the patient was extubated, and a staging procedure with conventional ebus was performed. Five lymph nodes were sampled with the ebus scope. During the biopsy of the last (5th) lymph node, patient had excessive bleeding, was stabilized and transferred to pacu. However, patient developed hemoptysis in the pacu and was re-intubated and taken back to a procedure room. While attempting to control the bleeding, patient developed pneumomediastinum from bag ventilation. Patient subsequently had cardiac arrest and expired despite resuscitative efforts. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the reported event was likely procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding ranging from 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. A retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta- analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
The patient underwent an uneventful ion lung biopsy procedure. After nodules in the left upper and lower lobes were biopsied, the ion portion of the procedure was completed, the system was undocked and the patient was extubated. Biopsy of lymph nodes for staging was then completed via manual endobronchial ultrasound (ebus) bronchoscopy. While in the post anesthesia care unit, the patient began to cough up a lot of blood and was re-intubated. Repeat bronchoscopy was performed in an attempt to control the bleeding. The bleeding originated from a lymph node biopsy site of the left hilum. The physician stated that the patient subsequently developed a pneumomediastinum and suffered a cardiac arrest. Resuscitation was unsuccessful, and the patient expired. The physician reported that the bleeding event and subsequent cardiac arrest occurred from the bronchoscopy procedure and was unrelated to the ion system